Manufacturer narrative:
The insulin pump was received with motor communication error alarm followed by off no power alarm. Analysis was unable to verify excessive no delivery and motor error alarm and unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor communication error alarm and off no power alarm. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, scratched lcd window, broken belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm and excessive no delivery alarms. The customer's blood glucose was 409 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they were able to rewind the insulin pump. The customer performed displacement test and self test. The customer stated that the insulin pump passed both displacement test and self test. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.